Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The ipg was not functional when it was received in the lab. It could not be charged nor establish communication with an rc (remote control) or cp (clinician programmer). An internal electrical test revealed excessive current leakage due to asic (application-specific integrated circuit) u2 damage. The database analysis could not be performed using an external power source after removing the depleted battery. It appeared that the device was exposed to high-voltage transients or high rf energy. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. The probable cause selected is unintended use error caused or contributed to event. No escalation is required at this time.

Event description:
It was reported that the patient had difficulty charging the ipg despite multiple troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported that the patient had difficulty charging the ipg despite multiple troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.